Event description:
Caller reported a cartridge alarm 30, but there was no adverse impact on the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was advised on backup insulin therapy using multiple daily injections (mdi) and informed that the replacement pump would have updated software. Instructions were provided for putting the old pump into storage and returning it to tandem to avoid charges. The replacement pump, requiring signature on delivery, was shipped, and the customer was instructed on how to program and connect the replacement pump with their continuous glucose monitor (cgm).